Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), cystitis ("bladder infections") (seriousness criterion intervention required), dyspareunia ("painful intercourse"), migraine ("migraines"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge") and hypersensitivity ("allergic type reactions"). The patient was treated with surgery (surgical removal of the device). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia, cystitis, dyspareunia, migraine, fatigue, weight increased, vaginal discharge and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, cystitis, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, vaginal discharge and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube),'), device dislocation ('malposition of essure device location of device: right coil in higher position / migration of essure device location of device: portions of essure found outside of fallopian tube'), salpingitis ('allergic or hypersensitivity reaction type: inflammatory reaction in and around tubes noted in surgery'), abdominal pain lower ('cramping') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 789029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test.". The patient's medical history included cholecystectomy (gallbladder removal) in 2008 and overweight. Normal pelvic, physical and breast examination was performed. Concurrent conditions included periumbilical pain, hypersensitivity, menses painful, general body pain, bowel movement irregularity, skin reaction, rash, tumor ulceration, acute allergic reaction, pain in hip and removal of wisdom teeth. Concomitant products included hydrocodone bitartrate;paracetamol (lorcet plus) for pain as well as medroxyprogesterone acetate (depo provera) since (B)(6) 2011 and phentermine since (B)(6) 2013 to 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and hot flush ("hot flashes"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurring uti infections"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). In j (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), erythema ("allergic or hypersensitivity reaction type: erythema"), pruritus ("allergic or hypersensitivity reaction type: itching"), ovarian cyst ("other injury (ies) or complication please describe: cysts (ovaries)."), pelvic pain ("pelvic pain"), back pain ("backpain"), vulvovaginal pain ("vaginal pain"), fallopian tube cyst ("other injury (ies) or complication please describe: cysts (fallopian tubes).") And abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, salpingitis, abdominal pain lower, genital haemorrhage, cystitis, erythema, pruritus, urinary tract infection, headache, allergy to metals, ovarian cyst and fallopian tube cyst outcome was unknown, the menorrhagia, dyspareunia, fatigue, weight increased, hot flush, vaginal haemorrhage, dysmenorrhoea, pelvic pain, back pain and abdominal pain had resolved and the migraine, vaginal discharge and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, erythema, fallopian tube cyst, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: after removing the essure catheter, 2 cords were seen in the right tubal ostium. Left side: 01 coiled out right side: 02 coiled out diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysteroscopy - on an unknown date: no growths inside the endometrial cavity and 2 tubal ostia were visualized.. Ultrasound scan - on (B)(6) 2016: findings: two thin linear metallic stents identified within the pelvis one right of midline and one left of midline. This represents the essure product. Bony pelvis negative. No fracture. Two thin linear metallic stents identified within the pelvis one right of midline and one left of midline. This represents the essure product. Bony pelvis negative. No fracture. Impression: essure closure product noted within the right and left pelvis as described; on (B)(6) 2016: lateral and oblique views were obtained of the pelvis. Essure type fallopian tube occlusive devices are in position. Visualized bowel gas pattern is normal. Bony structures a re intact. No pelvic fracture can be documented. Very mild hip joint degeneration is noted. Impression: fallopian tube occlusive devices.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: nickel allergy, pelvic pain, pain with sex, abdominal pain, device dislocation most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events she did not underwent confirmation test, hot flashes, abnormal bleeding (vaginal) , hypersensitivity replaced with erythema, itching, infection (bladder/ urinary tract/vaginal) type: recurring uti infections, malposition of essure device location of device: right coil in higher position, headaches, migration of essure device location of device: portions of essure found outside of fallopian tube, device breakage, nickel allergy, dysmenorrhea (cramping), pain, perforation (fallopian tube), other injury (ies) or complication please, describe: cysts (ovaries & fallopian tubes), vaginal pain, pelvic pain, inflammatory reaction in and arounf fallopian tubes were added. New concomitant and historical conditions were added. New lot number was added. Outcome of previously reported events abnormal bleeding, dyspareunia, fatigue, weight gain, abdominal pain were reported as recovered and other migraine, vaginal discharge was reported as recovering. Start and stop date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube),'), device dislocation ('malposition of essure device location of device: right coil in higher position / migration of essure device location of device: portions of essure found outside of fallopian tube'), salpingitis ('allergic or hypersensitivity reaction type: inflammatory reaction in and around tubes noted in surgery'), abdominal pain lower ('cramping') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 789029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test.". The patient's medical history included cholecystectomy (gallbladder removal) in 2008 and overweight. Normal pelvic, physical and breast examination was performed. Concurrent conditions included periumbilical pain, hypersensitivity, menses painful, general body pain, bowel movement irregularity, skin reaction, rash, tumor ulceration, acute allergic reaction, pain in hip and removal of wisdom teeth. Concomitant products included hydrocodone bitartrate;paracetamol (lorcet plus) for pain as well as medroxyprogesterone acetate (depo provera) since (B)(6) 2011 and phentermine since (B)(6) 2013 to 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and hot flush ("hot flashes"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurring uti infections"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In may 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction type: erythema"), pruritus allergic ("allergic or hypersensitivity reaction type: itching"), ovarian cyst ("other injury (ies) or complication please describe: cysts (ovaries)."), pelvic pain ("pelvic pain"), back pain ("backpain"), vulvovaginal pain ("vaginal pain"), fallopian tube cyst ("other injury (ies) or complication please describe: cysts (fallopian tubes).") And abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, salpingitis, abdominal pain lower, genital haemorrhage, cystitis, dermatitis allergic, pruritus allergic, urinary tract infection, headache, allergy to metals, ovarian cyst and fallopian tube cyst outcome was unknown, the menorrhagia, dyspareunia, fatigue, weight increased, hot flush, vaginal haemorrhage, dysmenorrhoea, pelvic pain, back pain and abdominal pain had resolved and the migraine, vaginal discharge and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cystitis, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus allergic, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: after removing the essure catheter, 2 cords were seen in the right tubal ostium. Left side: 01 coiled out right side: 02 coiled out diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysteroscopy - on an unknown date: no growths inside the endometrial cavity and 2 tubal ostia were visualized.. Ultrasound scan - on (B)(6) 2016: findings: two thin linear metallic stents identified within the pelvis one right of midline and one left of midline. This represents the essure product. Bony pelvis negative. No fracture. Two thin linear metallic stents identified within the pelvis one right of midline and one left of midline. This represents the essure product. Bony pelvis negative. No fracture. Impression: essure closure product noted within the right and left pelvis as described; on (B)(6) 2016: lateral and oblique views were obtained of the pelvis. Essure type fallopian tube occlusive devices are in position. Visualized bowel gas pattern is normal. Bony structures a re intact. No pelvic fracture can be documented. Very mild hip joint degeneration is noted. Impression: fallopian tube occlusive devices.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: nickel allergy, pelvic pain, pain with sex, abdominal pain, device dislocation lot number: 789029 manufacture date: 2010-10 expiration date: 2013-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.